Manufacturer narrative:
MFR 3003721894-2017-00209 is associated with argus case (B)(4), corega. Corega is marketed as super poligrip in the us.

Event description:
Stroke [stroke]. Case description: this case was reported by a consumer and described the occurrence of stroke in a female patient who received gsk denture adhesive (formulation unknown) (corega) oral paste for drug use for unknown indication. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced stroke (serious criteria gsk medically significant). On an unknown date, the outcome of the stroke was unknown. It was unknown if the reporter considered the stroke to be related to corega. Additional details reporter has used product for years to her satisfaction. She has had a stroke and would like to know if corega contains saturated fat, because her physician advised her to avoid those.